Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. As no sample was announced, the history log file was analyzed by r&d department regarding da 1002. The device alarm da 1002 is listed once in the alarm history of the device and once in the device history of the device. Unfortunately, no keyboard history was available at the time the device alarm da 1002 occurred. Due to the absence of this data, the alarm could not be reproduced, and its root cause remains undetermined. The incident, which occurred during pca therapy, has been documented and added to the software development jira database as the alarm cannot be reproduced, no workaround can be provided at this time. The defect could be confirmed. A potential user-related cause cannot be excluded. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313.

Event description:
According to the event description: "noted patient pressed handset consecutively 3-4 times. Noted pca pump started alarming right after press back to main page, (error code 1002) message : hold off to switch pump off. Tried to troubleshoot by wanting to remove syringe to switch on and off the machine. Tried to remove syringe but it is stuck in the holder despite being unlocked."